Manufacturer narrative:
A review of the image files for testing performed with the antibody identification assay on the galileo shows that cells 1-4 were reported as negative. Visually, the cells appear weakly positive. A review of the image files for the 3-cell screening assay on the echo shows that cells 1 and 2 appear visually positive as expected. Customer was unable to perform the 3-cell screening assay on the galileo due to insufficient sample quantity remaining. Unable to rule out a sample-related issue. A field service engineer inspected all probes, re-taught pipettors on reference position, and verified teaching in all positions. The wash manifold was cleaned and re-taught. Flow rates and residual volume were verified. The mirror was cleaned. The automatic camera adjustment was performed. Quality control assays were performed. Sample testing was acceptable. Instrument is operating according to specifications.

Event description:
A customer reported unexpected negative reactions with capture-r ready-ID test wells on galileo instrument (B)(4).